Event description:
Pt had the star ankle poly core exchanged during a procedure to repair a fractured medial malleolus.

Manufacturer narrative:
Product not returned for eval. Surgeon reported that the poly core showed little wear. Device replaced as matter of opportunity secondary to the medial malleolus fracture fixation.